Event description:
The patient's intrathecal drug delivery pump was filled with the wrong amount of medication. The patient reported she "could hardly move; it hurt so much" due to the pump being empty. The device had beeped to alert the patient to the low drug quantity, however, the patient did not seek immediate advice because the device was so new. The pump was refilled with the correct quantity of drug and the patient's pain subsided. The drug used in the pump is baclofen (dose and concentration unknown). Additional information has been requested from the hcp but was not available on the date of this report.